Manufacturer narrative:
Summary of event: as reported, during a retrograde intrarenal surgery, an ncircle tipless stone extractor would not open or close. The device was tested and initially used successfully before the failure occurred. Another device of the same product reference was used to complete the procedure. The patient did not experience any adverse effects as a result of the issue. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned device was also conducted. The complaint device was returned in the packaging tray with an open pouch. The basket was in the open position and the handle would not withdraw the basket formation into the sheath. The basket sheath was kinked at the end of purple support sheath, preventing motion of the handle to actuate the basket. The handle was disassembled and the basket formation was manually actuated, however, the formation would not withdraw, and the basket assembly began to protrude from sheath at the point of the previous kink. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. There is evidence to support that the device was manufactured to specification. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information and results of the investigation, cook has concluded that the cause of the issue could not be conclusively determined. Excessive force may have been inadvertently applied to the device; however, no information is known regarding device handling. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available but inadvertently ommited from the previous medwatch report. The patient did not experience any adverse effects as a result of the issue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address phone: (B)(6). PMA/510(k) number exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery, an ncircle tipless stone extractor would not open or close. The device was tested and initially used successfully before the failure occurred. Another device of the same product reference was used to complete the procedure.